Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that the carrier tube was damaged due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during the right common femoral artery was punctured to treat both iliac arteries, and the procedure commenced. Following balloon dilatation and stent placement, the angio-seal device was attempted for hemostasis. However, upon firm insertion of the bypass tube into the insertion sheath, a kink was detected in the carrier tube. Consequently, the device was removed and not used. Manual compression was then applied, successfully achieving hemostasis with an estimated blood loss of less than 250cc. The procedure preceding the device deployment was cag, with a pre-deployment angiogram performed. The sheath ancillary size was 6 fr, and the puncture site was distal to the inguinal ligament of the right common femoral artery, with a vessel diameter of 6 mm.